Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013, due to disassociation of the liner. The cup and liner were removed and replaced with competitor product and the head was removed and replaced with biomet product. Metallosis was noted intraoperatively.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-02107 / 02108 & 2128).